Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A reviethe probable cause was the transmitter and app were unable to establish a connection.no injury or medical intervention was reported.